Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart xl defibrillator was intermittently not recognizing the pad cable. There was no patient involvement.